Event description:
Caller reported an error with their continuous glucose monitor, specifically error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue, allowing the caller to successfully start their sensor session.